Event description:
Information was received from a healthcare provider (hcp) regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver dilaudid (hydromorphone) and fentanyl. It was reported that the hcp asked for someone to visit a medical facility to read the pump and check the patient's bolus usage. The patient had been oversedated and intermittently somnolent, requiring narcan. Patient services reviewed the role of a manufacturer representative. The issue was not resolved through troubleshooting. The reporter was redirected to the national answering service.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.